Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not showing. The technical support specialist (tss) remoted into the station and identified that the maintenance service was disabled. The service was set to automatic and started successfully. User confirmed that patients were displaying correctly and approved the case to be marked complete. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient profiles were not displaying on the station. The customer reported this as a go live related issue and indicated that the problem began a few days after the device upgrade. The customer confirmed that multiple patients were affected by the issue. There were no delay or adverse events or injuries reported based on this event.